Manufacturer narrative:
The device was scrapped in error at our us facility, and therefore will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility on (B)(6) 2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2025 (case type was not provided), the light on the device was too dim. They grabbed a back-up device to complete the procedure, without any patient impact.

Manufacturer narrative:
Per investigation findings by the manufacturing site: the product was not returned, therefore a detailed examination of the product and an exact cause for the failure is not possible. An evaluation of the complaint history revealed that there are several similar cases in which the product was used improperly by the user, furthermore, improper use during preparation has also resulted in the adhesive bond coming loose, allowing moisture to penetrate the interior of the housing and impairing the electronics, resulting in a weak light. Normal wear and tear is also often the cause of the fault described by the customer. The device passed the quality test at the time of delivery. Based on the technical inspection, the fault described by the customer could not be found. Improper handling during refurbishment damaged the adhesive on the camera head, allowing moisture to penetrate the interior and presumably affecting the electronics, which could have led to a short-term failure of the led. This event is filed under internal complaint ID (B)(4).